Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had syncopal episodes for various minutes several times in a period of four weeks. The pacemaker remains in service. No additional adverse patient effects were reported.